Event description:
Spouse of home patient reported dry minicaps. According to the spouse, upon opening box of minicaps one week earlier, the home patient noted that the sponges appeared brownish in color; however, there was no indication of wetness. Per spouse, home patient was diagnosed with peritonitis on 4/22/98. According to the rn, the home patient was treated with 1 gm kefzol daily and 40 mg gentamicin daily intra-peritoneally. The rn stated that she was unaware. Home patient had any issue with dry minicaps and cannot positively confirm the cause of pt's peritonitis.

Manufacturer narrative:
Performed a functional test on the five returned companion samples, individually connecting them to a baxter transfer set. Evaluation results found wetness in the caps.